Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a normal device changeout procedure when the currently implanted left ventricular (lv) lead was connected to this new cardiac resynchronization therapy defibrillator (crt-d), the lv pin was all the way in the header. Electrograms (egm) appeared normal, but the lv egm disappeared when the setscrew was tightened. For troubleshooting purposes, the terminal pin was disconnected and lv lead was inserted into the right atrial (ra) port, in which egms appeared normally. The physician opted to implant a different crt-d, in which no further issues with any of the leads or connections through the alternate device were observed. The alternate second crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a normal device changeout procedure when the currently implanted left ventricular (lv) lead was connected to this new cardiac resynchronization therapy defibrillator (crt-d), the lv pin was all the way in the header. Electrograms (egm) appeared normal, but the lv egm disappeared when the setscrew was tightened. For troubleshooting purposes, the terminal pin was disconnected and lv lead was inserted into the right atrial (ra) port, in which egms appeared normally. The physician opted to implant a different crt-d, in which no further issues with any of the leads or connections through the alternate device were observed. The alternate second crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.